Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure, the suture broke while the surgeon was performing a parachute anastomosis causing an aorta tear. There was no blood loss as the pt was on pump at the time. The surgeon re-did the anastomosis and the pt's status is satisfactory.